Event description:
Coil stretched. This patient was undergoing coil embolization within a 17mm splenic artery aneurysm. There was no calcification/tortuosity present within the vessel. Two standard coils 14 x 30 and 12 x 30 were implanted. A 9 x 25 coil was advanced to the tip of the non-cordis microcatheter (mc) and because stuck and could not be advanced. When the delivery tube was pulled back, the coil prematurely detached inside the mc. Then the mc was removed from the patient's vessel and the coil was noted to be stretched. The removal was completed without any problem as the coil was not inside the aneurysm. Another the same size was advanced without being successful. Finally hirata's coil was used to complete the procedure. Continuous flush was maintained within the mc. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt.